Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal to mid right coronary artery. Following pre-dilatation, a 4.00 x 38mm synergy xd drug-eluting stent was advanced for treatment but the stent strut was lifted. The device was removed together with the catheter and the procedure was completed with a different device. There were no patient complications nor injuries reported.